Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report #'s 3005099803-2012-04005 and 3005099803-2012-04006. It was reported to boston scientific corporation that two ultraflex tracheobronchial covered stents were attempted to be implanted within the main bronchus of a patient on (B)(6) 2012 during a stent placement procedure. According to the complainant, the stents were being implanted to treat a malignant tumor within the bronchial tree of the lungs. The patient's anatomy was not tortous and had not been dilated prior to the stent placement. No visible issue was noted to the devices prior to the stent placement. During the procedure, an ultraflex tracheobronchial covered stent (manufacturer report # 3005099803-2012-04005) was attempted to be deployed within the target lesion; however, severe resistance was met part way through deployment. As a result of this, the delivery system started to bend and the deployment suture broke. The physician removed the partially deployed stent from the patient. A second ultraflex tracheobronchial covered stent (manufacturer report # 3005099803-2012-04006) was attempted to be deployed within the target lesion; however, the same issue occurred during deployment. The stent was partially deployed when severe resistance was met, and subsequently the delivery catheter started to bend and the deployment suture broke. The physician removed the partially deployed stent from the patient and used a third ultraflex tracheobronchial covered stent to complete the procedure. There were no patient complications as a result of this event. The patient's condition was reported to be stable post procedure.

Manufacturer narrative:
(B)(4) - the reported issue of deployment suture broke. (B)(4) - the reported issue of stent partially deployed. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.